Manufacturer narrative:
Patient was revised to address mismatched implants. This was realized while closing. The incision was reopened and the correct size implanted. This delayed surgery by 10 minutes. Examination of the reported device was not possible as it was not returned. A product problem has not been reported. A 32 head was implanted with 36 liner. A search of the complaints databases identified no other related or similar reports against the product/lot code combination. No trend is found against the product code related to device mismatch or labeling. The root cause is attributed to inadvertant user error in implant selection. Product problem has not been identified and the event is considered isolated. Based on the performed investigation and finding of user error, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address mismatched implants. This was realized while closing. The incision was reopened and the correct size implanted. This delayed surgery by 10 minutes.